Event description:
Philips received a complaint on the heartstart efficia dfm 100 indicating that the therapy test failed. There was no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the therapy capacitor. The customer ordered the therapy capacitor to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.